Event description:
It was reported that bd vacutainer luer-lok access device holder with pre-attached adapter was missing label information. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for the blister packaging top web print missing with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for the blister packaging top web print missing with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and no issues were found. Based on the investigation, the most likely root cause was determined to be related to a manufacturing incident.

Manufacturer narrative:
Bd had received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for the blister packaging top web print missing with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for the blister packaging top web print missing with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and no issues were found. Based on the investigation, the most likely root cause was determined to be related to a manufacturing incident.

Event description:
It was reported that bd vacutainer luer-lok access device holder with pre-attached adapter was missing label information. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® luer-lok¿ access device holder with pre-attached adapter was missing label information. No serious injury or medical intervention was reported.